Event description:
It was reported that pump displayed alarm 01 while customer was using cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and original cartridge was made available for return.